Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Further analysis revealed multiple power on reset (por) conditions, noting that the last three pors occurred the day after explant. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: product ID: 5054-58, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification and is being reported based on analysis. No patient complications have been reported as a result of this event.